Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the partial lead was returned in segments and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d224trk ICD, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising thresholds and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.